Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/19/2016-product analysis: the device was returned and evaluated by product analysis on 01/05/2016 with the following findings: a power issue was not duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a power issue. Moisture was observed within the battery compartment. A battery compartment crack was observed. Leak testing verified a battery compartment leak. Moisture was observed throughout the pump¿s internal components; however, a power issue was not duplicated. Unrelated to the complaint, the bolus button cover was damaged. Leak testing revealed a bolus cover leak. A call service alarm (064) occurred during the prime sequence. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.